Event description:
It was reported by the patient that the activator for the implantable cardiac monitor has not worked for a long time and the patient has not been able to record an event. It was also reported that the patient has discussed with the physician and the device has been checked in the office. A new activator will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.